Manufacturer narrative:
Tandem¿s t:slim g4 user guide states to check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer observed that the luer lock was leaking due to securing incorrectly. The customer reconnected the leur lock connection and confirmed observing insulin drops. There was no impact to the customer's blood glucose level.